Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110a proximal pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed the 110a per the manual. No issue with pin alignment found between the solenoids and the power management printed circuit board assembly (pcba). The rse advised to replace solenoid 3&4. Provided parts ID for the solenoid valve (purge, autozero, crossover) gas delivery system (gds). Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
A good faith effort (gfe) response was received confirming that there were no parts replaced and that the issue was not duplicated. The device was tested according to latest service manual and passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.